Event description:
During product evaluation by a baxter service technician, a flo-gard pump was found to have a damaged pump head p2 door. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device has been received by baxter, and the condition was confirmed by service through a review of the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be physical damage to the pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow-up MDR will be sent.